Event description:
The facility reported an infusion pump with an alarming system failure. The failure was reported to have occurred before use. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no patient injury had been reported. No add'l info available.